Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found the use if a mismatched or damp light cable may contribute to a loss of illumination. A review of risk management files found that the reported failure was documented appropriately. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.internal complaint reference: case-2021-00041676-1.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that during the a meniscal tear procedure with lens integrated system wi-fi version the light source just went dead, no light was coming from the control unit. The camera head and light cable were unplugged, but nothing happened. An arthrex system was used to complete the case with a delay lesser than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.